Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 5984934, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent primary breast augmentation with 400cc mentor memorygel breast implants experienced bilateral rupture post procedure. The ruptures were confirmed through magnetic resonance imaging. As a result, bilateral prosthesis replacement with 415cc mentor memorygel breast implants was performed. The right sided rupture was reported previously as a periodic summary report. On (B)(6)2019 mentor received additional information and initial awareness of bilateral rupture. This report relates to the left prosthesis, and is being reported due to the revocation of mentor¿s psr exemption #e2007003.